Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the device activity logs. However, the device was put through extensive testing including power cycling without duplicating the report. The multi-function receptacle was replaced as a precaution. The multi-function cable used was not returned as part of this investigation; however, a replacement multifunction cable was sent back to the customer with return of the device. The customer was advised to inspect their multi-function cable inventory and to replace any discrepancies found. Analysis of reports of this type has not identified an increase in trend.